Event description:
A ventilator returned to a manufacturer authorized service center for preventive maintenance (pm) failed to audibly alarm according to specifications during its initial pre pm service testing. The customer did not report any problems with the device when they made arrangements to return it for the pm service.

Manufacturer narrative:
The ventilator's audible alarm failure was found during service performance and safety testing during the pm service. This testing uses operational checks documented in section 5 of the plv-102b service manual, part # 1013708). Failure analysis determined the audible alarm failure was caused by a disconnected alarm assembly wiring harness. The alarm assembly wiring harness was re-attached and the device passed all tests. The cause of the alarm assembly wiring harness becoming disconnected could not be determined. The locking tab on the harness connector was found intact and functional when the harness was re-connected. The ventilator's pm service was successfully completed and the device was returned to the customer for use. A review of the ventilator's service history revealed it had not previously been returned to the manufacturer or a manufacturer authorized service center for preventive maintenance or any other type of service. The ventilator's device history record was reviewed and found to verify that the ventilator (and it's audible alarm) operated as designed when it was released for distribution. A review of the complaint records for the ventilator product family was performed to be determine if the identified issue had previously been associated with a medical device report (MDR). The review, including complaint notifications recorded during the previous four-years ((B)(6) 2005 - (B)(6) 2009), revealed no mdrs have previously been submitted for the identified issue. A review of complaints for the ventilator product family was performed to determine if the issue identified was part of a complaint trend. The review, including complaint notifications recorded during the previous four-years ((B)(6) 2005 - (b)(6( 2009), revealed no complaints of an audible alarm failure associated with a wiring harness disconnection or wiring harness connector failure. Based on our investigation we cannot determine how the alarm wiring harness became disconnected; however, based on our review of complaints for the associated device's product family we conclude the event was an isolated incident and that no further action is appropriate.